Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The filter board cable assembly was replaced.

Event description:
The hospital reported that, during a case, a failure in mechanical mode of ventilation was noted. There was no reported patient injury.